Event description:
Patient presented to the physician with an infection at the chest incision site, with yellow drainage observed, and a portion of one of the lead eroding through the skin. Physician prescribed antibiotics. Physician brought the patient into the or three days later, removed the ipg, performed a betadine washout, placed the ipg back in the pocket, re-sutured, and closed.